Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2013, the patient was admitted to hospital because of the shock therapies delivered by the ICD. Indeed, according to the arrhythmia and therapy history, six shocks were delivered following a ventricular tachycardia (vt) detected on that day. However, the corresponding episode was not recorded in device memory. Since the vt was sustained, two manual shocks were delivered to reduce this arrhythmia. Normal measurements were performed afterwards. An explanation is required.